Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported in 2937457-2019-00115 was previously reported in 2937457-2019-00035. There will be no further updates on 2937457-2019-00115.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine that had a burned power plug. The burned power plug was noticed during regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no burning smell, smoke, spark, flame, or arcing observed. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.